Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 function mitral regurgitation (mr) for a mitraclip procedure. A mitraclip xtw was implanted, the clip passed establish final arm angle (effa), but when the clip was deployed from the cds the clip opened to approximately 5-10 degrees. The clip remained stable on the leaflets. The final mr was grade <1. No additional clips were implanted. There were no reported adverse patient effects and no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open while locked. There is no indication of a product issue with respect to manufacture, design or labeling. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿one (1) fluoroscopic still image of the reported device was provided. The image was taken post deployment (mechanical separation) in which the implanted clip can be visualized. The post deployment clip arm angle appears to be ~35° - 40°. While this is an estimation based on visual assessment with the unaided eye and is not confirmed, the clip presents with an abnormally large arm angle beyond the expected closed position (~10° - 30°) per the instructions for use. In addition, the anterior facing gripper of the reported clip can be seen in an abnormally raised position from the clip arm. This is indicative of excessive tissue and/or tension between the gripper and clip arm, causing the gripper raise away from the clip arm. This can result in increased forces exerted on the lock mechanism during deployment which can potentially contributed to clip open while locked (cowl). No pre-deployment cine of the reported clip was provided. As such, no assessment or comment can be made regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment) and a potential arm angle change post-deployment cannot be determined based on cine evaluation. However, under the assumption that the reported clip was closed per the IFU prior to deployment, the post deployment state of the clip observed in the image provided presents with an abnormally large clip arm angle which is indicative of a post deployment cowl event. Therefore, the reported post deployment cowl is confirmed. There are no other observations based on the image provided.¿